Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during the flush. The following information was provided by the initial reporter: "unable to push the plunger in on multiple syringes. Either seizes right at start of flush or mid flush"

Event description:
It was reported that 12 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during the flush. The following information was provided by the initial reporter: "unable to push the plunger in on multiple syringes. Either seizes right at start of flush or mid flush."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-19. H6: investigation summary: it was reported that the consumer was unable to push the plunger in on multiple syringes. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap, or tip cap, and the plunger rod-rubber stopper is all the way down. The sample was tested for sustaining force and the result was within specification. It could be possible the consumer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352378. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.